Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d9, h2, h4, and h6. The device was not returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the image flickered on the bronchovideoscope. There was no patient involvement.